Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the peg tube was pulled into the stomach the pull wire at the end of the peg tube broke. The physician was able to grab the peg tube and pulled it through. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of peg tube loop wire broke the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.